Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported that an impella cp was unable to advance through the patient's vasculature due to an existing dissection and calcium in the common iliac. The implant was subsequently aborted as a result of the noted difficulty. No patient harm was reported due to the issue.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Root cause of the delivery issue was patient condition related as due to poor vascular anatomy,